Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(6) 2011 and (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular ) of two events reported for the same pt involving three separate products; associated MDR #2937457-2014-01295, 2937457-2014-01296, 1225714-2014-05296, 1225714-2014-05297, 1225714-2014-05298 and 1225714-2014-05299.